Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that "from day one" the device has never done anything, and that the "first and second device" are not working. To try to resolve the issue the healthcare provider (hcp) tried to figure out why, but the issue was not resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's device did not work and was not doing anything for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer, reporting that their device still was not doing anything and that their healthcare provider cannot get the device to work. The patient reported that the device worked on the operating table.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.